Event description:
Procedure type: unknown. According to the reporter: the areas where the suture are tied/knotted (both ends of the incision) are appearing as "inverted tissue puckering sites". The incision must be re-done.